Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level over 500 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The customer's mother did troubleshoot the issue and found resolved with a complete set change of the infusion set and reservoir. The customer's mother declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.